Event description:
Philips received information from the customer that they were performing laser alignment qa checks on the CT system utilizing a phantom and reported that the patient support drove in the upward direction without command. The system e-stop opened and all motion was stopped. There was no report of harm to a patient, operator, or bystander due to this issue.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).